Manufacturer narrative:
Tracking #.50874. Based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. The instrument was rec'd in good condition and in an arm position. The device was tested using a porvair simulation of skin, was found to arm, retract and lockout consitently. No anomalies could be identified during testing.

Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the surgeon armed the trocar (355sd) to attempt trocar insertion. The safety shield would cover the blade too quickly before going through subcutaneous tissue. The instance he would touch anything the red loading button would release. Another new trocar was opened to complete the case. There was no consequence to the patient.